Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device posted device failure while in use. The log analysis revealed that ventilation had stopped. No injury was reported.

Manufacturer narrative:
The device log was downloaded and analyzed. The analysis shows that during the reported event first ¿disconnection¿-alarm was posted and thereafter a ¿device-failure¿-alarm followed. The alarms were caused by a change in the hose system. In the inspiratory limb the expected pressure rise was not noticed during inspiration, which caused the ¿disconnection¿-alarm. Then the device had noticed that the pressure at the expiratory limb did not drop as expected. If a disconnection exists, pressure in the whole hose system would drop. As it is an invalid condition if the expiratory pressure stays higher than the inspiratory pressure, the device posted ¿device-failure¿-alarm and stopped ventilation. The root cause of the change in the hose system cannot be identified via log analysis. A possible reason could be installation of an additional device (like nebulizer or no-supply) in the inspiratory limb, in particular if this device adds an additional flow. During device check it was observed that the flow sensor could not be calibrated. The flow sensor has limited lifetime and has to be replaced if calibration is not successful. The sensor and as precaution the flow sensor cable are replaced. It is described in the instructions for use, that the complete hose system should be checked and measured during device preparation.

Event description:
Please see initial report.